Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The pump was unable to upload using carelink pro problem isolated to mother board.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer stated that they were unable to upload to carelink. The insulin pump will be returned for analysis.